Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: opening on radius, broken plug strap, crease fold. A leak test and microscopic analysis were performed which identified a striated opening and sharp break. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a striated opening assessed as a surgical damage consistent with the use of a surgical tool, and a sharp break on the plug strap assessed as an unidentified tear opening. Additional, corrected, and/or changed data: b.5, b.7, d.4, d.10, h.3, h.4, h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV.